Manufacturer narrative:
Based on the available information, this event is deemed a product malfunction. The device was not used. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted.

Event description:
The end user reported that upon opening a sealed aquacel ag surgical cover dressing, a brown object about (0.2 cm x .05 cm) in size was noted. This appeared to be an insect and several tiny brown dots were seen on the gauze pad of the dressing. The dressing was not used by the patient. A photograph was provided by the end user depicting the reported event. No further details have been provided.

Manufacturer narrative:
A review of the last three (3) post monitoring reports (pmr's) for trends, indicated no trends for the reported event for this product. Historical complaint data from march 2015 to march 2017 was reviewed as it related to the reported event for product model# 412011. A total of (1) complaint, including this one, was reported. This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).